Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, back and right leg pain. It was reported that the octad lead was turned off because the patient had no leg pain and the programs were deleted. The two sub q leads were replaced in 2018. The patient was doing well. No further complications were reported or anticipated.